Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as, "purge failure alarms". The report further states, "it was discovered that after the first catheter was placed, a purge failure alarm was issued upon attempt to initiate iabp therapy. E. Confirmed that the iab was fully connected to the pump, helium tank was turned on and full of helium, and trigger sources were available. Attempted to resume therapy several times with no resolve to purge failure alarms. E. Stated they attempted manual inflation and then exchanged the catheter. Purge failure alarms persisted. Iabp console exchanged and therapy initiated with no further issue. Affected pump tagged and sent to biomed". No patient harm or injury.

Manufacturer narrative:
(B)(4). Returned for investigation were the ac3 helium regulator assembly and ac3 pump assembly. The sample was returned in a brown cardboard box. Visual inspection of the helium regulator as-sembly and pump assembly was performed and no abnormality was noted. The helium regulator assembly and pump assembly were installed into a known good ac3 and functional testing was performed. The pump started up successfully. Pumping was initiated. The source side leak test was performed and passed. The starting pressure of the leak test was 336 psi and the ending pressure was 336 psi. The pump was then left to run for over 1 hour and no alarms or errors oc-curred with no loss of pressure. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to re-lease. The reported complaint of "purge failure alarms" was confirmed by the field service agent; how-ever, the returned helium regulator and pump assembly passed functional testing during the complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as, "purge failure alarms". The report further states, "it was discovered that after the first catheter was placed, a purge failure alarm was issued upon attempt to initiate iabp therapy. E. Confirmed that the iab was fully connected to the pump, helium tank was turned on and full of helium, and trigger sources were available. Attempted to resume therapy several times with no resolve to purge failure alarms. E. Stated they attempted manual inflation and then exchanged the catheter. Purge failure alarms persisted. Iabp console exchanged and therapy initiated with no further issue. Affected pump tagged and sent to biomed". No patient harm or injury.